Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of dirty nozzle, dirty distal end, and scope communication error e216 could not be established. The cause of corrosion in the auxiliary channel was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirty nozzle and distal end, corrosion in auxiliary channel pipe, and a scope communication error e216. There was no patient involvement.